Event description:
It was reported that fitbone nail did not distract during surgical procedure. The nail was replaced causing a 30 minute surgical delay. As per reporter patient is doing well. Distributor ref: (B)(4).

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Manufacturer narrative:
Technical analysis visual inspection identified the screws on the bipolar plug connection were not fully tightened. The left end piece was in accordance with specifications, with no visible lengthening. The bipolar feed line appeared slightly dirty. The sealing near the connector was found to be damaged. The dimensional check evidenced that no lengthening was achieved. The functional test using the control set (the active external part), identified no sound was detectable from the nail confirming the alleged event. The nail was sectioned to assess the electrical parameters at the motor poles, and the measured electrical value (absorption current) was out of specification. Although the motor was powered at 11 v, it was not drawing current. Conclusions analysis of manufacturing records confirmed that the noticed devices were released as conforming according to specifications. Since the device successfully passed 100% functional tests during manufacturing and no anomalies were detected in production, the issue is considered to have occurred after product release. Based on all facts mentioned above, it cannot be ruled out that the observed open-circuit condition prevented motor activation, resulting in the absence of audible feedback during surgery. The database was reviewed and no similar complaints have been reported involving motors with zero current absorption.

Event description:
It was reported that fitbone nail did not distract during surgical procedure. The nail was replaced causing a 30 minute surgical delay. As per reporter patient is doing well.